Manufacturer narrative:
The device was returned and evaluated, and the customer¿s malfunction was confirmed. In addition to the biopsy channel being perforated, there were no additional findings. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to wrong handling of the device by the client. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had a leak. The event occurred during reprocessing. There was no patient harm associated with the event. The device was evaluated, and it was found that the biopsy channel was perforated. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.